Event description:
Called customer and he reported that he blocked out, fell and hit his head due to low blood glucose. Customer stated that she went to the emergency room and was hospitalized. Customer stated that his sensor did not alert him of the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82502.